Event description:
As reported, in 2008 this pt was emergently treated for an aortic aneurysm with the endologix powerlink system devices. The most proximal device landed at the lower right renal artery. Upon ballooning, the graft migrated proximally as it conformed to the tortuous abdominal aortic aneurysm. The angiogram revealed a type I endoleak. There were no available endologix cuffs to repair the type I endo leak and so the physician decided to use gore excluder aaa endoprosthesis aortic extender component. The first aortic extender component was deployed and covered the right renal artery. Attempts were made to pull the aortic cuff distally. The angiogram revealed a gap between the aortic cuff and the endologix powerlink system device. A second aortic extender component was used to bridge the gap between the two devices. The completion angio revealed total exclusion of the aneurysm as well as the right renal artery.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.